Event description:
Problem #1: product has several labels placed on top of each other. When the labels are peeled back, each layer of label have different expiration dates. Problem #2: product label uses symbol only to indicate expiration date without the printed english words "expiration date." Attempted to contact MFR who stated "take my word, it's sterile." When questioned further stated, "you can take my word or not." Also stated that they did further testing indicating a longer sterile date and the outer most label is the current label. Please give guidance on this product. Reason for use: post partum hemorrhage.